Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was displayed for low hv lead impedance. The lead was was capped and replaced.